Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle broke off and was suspected to be in the patient. CT x-rays were performed, but the needle was not found. The following information was provided by the initial reporter, translated from chinese: " in the pediatrics department, the needle of intima product was found to be broken when indwelling on the patient. It is suspected that the needle tip was broken in the patient's body. CT x-rays have been done for the patient, but the needle tip has not been found yet." "The broken tube occurred after the tube was placed. On the morning of june 3, he was admitted to the hospital because of vomiting. A xiangma indwelling needle was placed for infusion. The main drugs were stomach protection and fluid replacement. At about 9:15 in the morning on june 4th, when preparing for the infusion on the same day, the nurse found that the applicator was shriveled and covered the puncture point before starting the infusion. After tearing the applicator and checking to find that the catheter tubing was missing, the child received the infusion on june 3rd. After the end, there is a meal out, and it is impossible to know what activities the child has done when he is not in the hospital."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Investigation summary: in response to the event reported, a device history review was conducted for lot number 1355566. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was submitted to aid in our investigation. Our engineers were able to confirm that the catheter tubing had broken from the main body, leaving a 2mm protrusion. During microscopic analysis of the broken edge, they were able to identify characteristics such as whitening and lengthening that are consistent with the tubing being sheared under higher than expected tensile forces. Functional testing was also performed on the available retention sample, which detected no abnormalities in tensile force resistance. Based on these observations our engineers have determined that this non-conformance is no related to the manufacturing process and most likely is the result of abnormal situations arising from use.